Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. The procedure was near completion when the system displayed two "fluid loss" error messages. The physician did not notice any fluid loss and continued with the procedure. The system then displayed another "fluid loss" error message. The fluid loss resulted in a superficial vaginal burn. The burn was treated with premarin cream and the patient condition was reported as "not experiencing any pain".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.